Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the unit has battery failure. The customer reported there was no patient involvement.

Manufacturer narrative:
Replacement part was sent to the customer to address the reported problem. No part will be return for failure analysis; therefore the root cause at the component level could not be determined.